Event description:
While the surgical team was performing a c-section, the light cover over one of the bulbs in the skytron stellar st29 over head light came loose. Particulates from the light reflector were released and entered the pt's surgical wound. The surgeon extensively lavaged the pt's surgical site, and she was treated with additional intravenous antibiotics therapy.